Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014 where the surgeon used competitor cadaver bone graft to fill void in the acetabulum and implanted a biomet total hip system. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening of the bone graft. The graft was removed and a larger acetabular cup was implanted. Further follow up revealed that the surgeon did not use long enough screws during the initial procedure when implanting the graft to address the acetabular deficiency of the patient.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the information available indicates that a revision procedure occurred as a result of the incorrect length of screws being implanted initially. There were three screws listed on the initial procedure invoice, the product information from the other two screw is as follows: catalog number - 103537; lot number - 727960; expiration date - may 31, 2021; manufacture date ¿ jun 2, 2011 or the part/lot information could be: catalog number - 103534; lot number - 332010; expiration date - may 31, 2024; manufacture date ¿ mar 18, 2014. Review of device history records show that all lots released with no recorded anomalies or deviations.